Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The device was replaced under warranty and returned to product analysis center (pac) for further evaluation. The pac technician was also able to verify the issue. However, the device was still able to be powered on and off by pressing the on/off button. It was determined that the cause of the reported issue was a faulty reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.